Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that a 12.1mm vicmo12.1, -15.0 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a longer length lens on (B)(6) 2024 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown.